Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Analysis identified that an incomplete catheter was returned in segments and had acceptable testing. Analysis identified that the distal area of the guidewire was bent as received and that there was no damage identified on the individual windings of the guidewire. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was obtained from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 10 mg/ml at 1 mg/day via an implantable pump. It was reported that when the hcp tried to slide the catheter through the needle, the hcp found ¿tough movements¿ as there was some resistance inside the needle. Outside the body of the patient, the hcp tried to do the same exercise and she said that the same thing happened. She removed the guide wire and she did not find that problem. Her conclusion was that there could be a problem with the guide wire. The hcp decided to open a new catheter as she did not feel comfortable with the other one, and she implanted the new one. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue did not include any signs or symptoms from the patient. The patient status was alive ¿ no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.